Manufacturer narrative:
Investigation summary : bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to poor barrier separation as all samples met specifications. Complaints for sample quality are under statistical control for the month of january 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that during use with the bd vacutainer® sst¿ blood collection tubes, there was poor barrier separation of samples. There was no report of patient impact.

Manufacturer narrative:
The following fields have been updated with additional information: b.3. Date of event is unknown. The date received by manufacturer has been used for this field. G.4. Date received by manufacturer: 18- jan- 2024.

Event description:
It was reported that during use with the bd vacutainer® sst¿ blood collection tubes, there was poor barrier separation of samples. There was no report of patient impact.

Event description:
It was reported that during use with the bd vacutainer® sst¿ blood collection tubes, there was poor barrier separation of samples. There was no report of patient impact.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.